Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump experienced hyperglycemia to a peak of 365 mg/dl after eating a large amount of food over several hours and using multiple meal announcements, including meals larger than usual, as a means to correct high glucose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.